Event description:
It was reported that during a da vinci-assisted intraperitoneal onlay mesh (ipom) incisional umbilical hernia surgical procedure, the monopolar curved scissors (mcs) instrument would not fully close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received user facility report stating: when first using the scissors shortly after docking it was noted that they would not fully close. 9/10 uses left.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.